Manufacturer narrative:
Follow-up #1: date of submission 04/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: pump history shows the pump was manually suspended on (B)(6) 2016 at 21:09 and manually resumed on (B)(6) 2016 at 09:04. Manually suspended on (B)(6) 2016 at 19:29 and pump was manually resumed at (B)(6) 2016 at 16:47. A por then occurred at 16:51; deliveries never resumed. Bolus totals in bolus history are consistent with bolus totals in tdd history at time of reported issue. Investigators performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. No eaw¿s occurred during testing. Unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 444mg/dl with chest pain, polyuria, drowsiness, weakness, nausea, vomiting, shortness of breath and symptoms of dehydration. The patient was taken to the hospital and treated with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting and basal delivery totals in tdd match active basal program total and basal history matches the active basal program. The bolus totals do not match. This report is being made due to the bg excursion experienced due to an alleged history settings issue.